Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the reported cutting issue could not be replicated; however, the motor speed was unstable, the reciprocation arm was worn, the unit was out of calibration and the machine head was damaged which could affect device functionality. The motor, shaft bearings, sleeve bearings, machine head and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the air dermatome made a low noise and operated ineffectively. The graft produced had holes in it. An additional unplanned skin graft was required from the patient. A delay of 0-15 minutes occurred to prepare an alternate device to complete the procedure. Due diligence is complete and no additional information is available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.